Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, a 2.50mmx12mm emerge¿ balloon catheter was advanced for dilation. Upon loading on the wire, it was noted that the shaft of the catheter was broken. The device never went into the patient¿s body. The physician did not inflate the balloon or anything. The procedure was completed with another 2.50mmx12mm emerge¿ balloon catheter. No patient complications were reported.